Manufacturer narrative:
A ge oec service representative investigated the issue and calibrated the digital pulse camera stop and adjusted canera focus. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had degraded image quality.